Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, neurological sequelae is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent coil embolization to treat a left cavernous sinus aneurysm. Two days post procedure, the patient experienced oculomotor palsy. Mecobalamin (dosage unknown) was administered to the patient the day the oculomotor palsy was noted. Prednine (30mg x3/day for five days post event, 20mg x3/day for the sixth day post event) was administered for six days after the event. The symptoms resolved with no residual effect to the patient. The physician indicated that the oculomotor palsy was a postoperative complication.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient underwent coil embolization to treat a left cavernous sinus aneurysm. Two days post procedure, the patient experienced oculomotor palsy. Mecobalamin (dosage unknown) was administered to the patient the day the oculomotor palsy was noted. Predonine (30mg x3/day for five days post event, 20mg x3/day for the sixth day post event) was administered for six days after the event. The symptoms resolved with no residual effect to the patient. The physician indicated that the oculomotor palsy was a postoperative complication.